Event description:
The returned lead was found to be out of specification without an allegation registered for the product.

Manufacturer narrative:
Concomitant medical products: product ID: neu_tlock_anchor, product type: accessory. (B)(4). Analysis of the lead found that the body conductor was broken at the twist lock anchor site. It was noted that all conductors were broken 10cm from the distal end. It was further noted that the out insulation was torn underneath the #0 conductor sleeve. Analysis of the anchor found that there was no anomaly.